Event description:
It was reported that the patient presented with grade 4+ functional mitral regurgitation (mr) for a mitraclip procedure. During the preparation of steerable guide catheter (sgc), a small longitudinal fracture was observed on the dilator flush port. The fracture was noted when the dilator was being de-aired with heparin, resulting in a leak. The sgc was replaced with another device to complete the procedure. The mr was reduced to grade 1 post procedure. There were no adverse patient effects or clinically significant delay.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Manufacturer narrative:
All available information was investigated, and the reported leak and crack dilator were confirmed via returned device analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. The investigation determined the reported leak was due to the observed cracked dilator flush port. The issue is being addressed per internal operating procedures. Abbott will continue to trend the performance of these devices.